Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the usb cable was damaged. Customer reported the pump is still able to be successfully charged using the damaged usb cable. The customer's blood glucose level was not reported. A replacement usb cable was sent to the customer.

Manufacturer narrative:
(B)(4). The event should not have been reportable, but was filed in error.